Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "rev ltha- cup revision for dislocation. Original was done in december and she dislocated anterior twice. He revised the cup and put in mdm." Spoke to rep, the head came out of the liner. Because the hip was a posterior approach hip and the patient dislocated anteriorly, the surgeon also decided to revise the shell. Rep confirmed that no further information will be released by the hospital or surgeon.